Manufacturer narrative:
Concomitant medical products: (2) b.braun 250ml IV bag of 0.9% nacl injection usp, lot 5k045, exp 08/17; monoject 35ml syringe containing 2 mg/ml doxorubicin, 150ml container of 0.9% sodium chloride injection usp (b. Braun) with 10mg zofran, therapy date: (B)(6) 2016. The customer¿s report of fluid leakage at the texium valve when used with a monoject syringe was not confirmed. Visual inspection of the valve noted no damage or anomalies. Functional and pressure testing confirmed no leaking. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the adriamycin syringe leaked from the end of the texium cap after the initiation of an IV push in the distal y-site of the tubing. The texium syringe, medications and tubing were changed and the infusion finished without further difficulty. There was no patient or clinician harm reported.